Manufacturer narrative:
Patient information was requested and the customer refuse to provide.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported.